Event description:
An issue has been identified in the results correction option of the function blood bank result entry where the potential exists for an uncrossmatched blood product to be updated to a crossmatched status in error. This issue will occur when the user modifies an existing crossmatch interpretation result of an uncrossmatched product and responds "no" to the prompt, "do you wish to set the following product to crossmatched?". In this scenario, the unit is updated in error by the software to a status of crossmatched.